Manufacturer narrative:
A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a smoking, sparking and burning after replacing batteries was confirmed but could not be duplicated during product evaluation. The root cause of the burning, smoking, and sparking could not be determined. No actions were taken to repair this pump as this is a stay-in device. Additional information: the software version for this device is colleague p1.5 (6.13.92). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that started smoking, sparking and burning after replacing batteries. It is unknown in what care area or during what process step this occurred. There is no patient involvement. No additional information is available.